Manufacturer narrative:
Medwatch field d4 expiration date was updated. Sample material from the patient was received for further investigation. Based on the results, the event was consistent with macro-protein interference. A general reagent product problem could be excluded.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e 801 analytical unit. An interference was suspected. On (B)(6) 2025, the patient underwent a physical examination, and the ca-199 result was 97.2 u/ml. The patient underwent enhanced CT scans and gastroscopy/colonoscopy, both of which revealed no abnormalities. An exclusion experiment was conducted on the sample from (B)(6) 2025: 1) ca19-9 original dilution: 97.2 u/ml. 2) 1:2 dilution result: 69.6 u/ml. 3) 1:5 dilution result: 90 u/ml. 4)peg6000 sedimentation test: results of peg6000 sedimentation in patient samples at a 1:1 ratio: 2u/ml with a data flag. After settling, the results decreased to normal, indicating significant disturbance.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for further investigation.